Manufacturer narrative:
(B) (4).

Event description:
The patient had no stimulation. Only the 9v battery light was activated on the programmer. The device was replaced. The patient was no longer having problems.